Event description:
It was reported that during follow-up in clinic, high voltage lead impedance and high capture threshold were observed on the right ventricular lead. Noise on the atrial lead was also noted. Patient was asymptomatic. The leads were explanted, discarded and replaced. The ICD was explanted prophylactically. The patient was in stable condition after the procedure and will continue to be followed up normally.